Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unspecified date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-03570 and 1225714-2013-03571. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature and the patient experienced another sudden cardiac event approximately sixteen months later, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs # 1225714-2013-03570, 1225714-2013-03571.